Event description:
Customer's wife called to report a smell of insulin. The customer's blood glucose reading is 81 mg/dl. Caller stated that the reservoir leaked inside of the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.